Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 10mm (item # int410) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured with digital calipers and found that they were within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per, and include the patient's reported type iii low-density bone. The reported device was located on tooth #11 and was used for approximately 7 months. Pictures or x-ray images were not provided to evaluate non integration or relocation into the sinus. DHR review was completed for the subject lot number (2017120735). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2017120735) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (relocated to sinus) or device (int410). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported a non-integration of an implant (int410). Implant was placed following a one stage surgery procedure and loaded with the healing abutment. Implant was left in direct contact with the maxilar sinus and after the healing period, implant had relocated into the sinus. Tooth location 11.